Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed a bubble with a surface crack inside the lumen area of the notch adjacent to the sense b electrode. The crack is to the surface only and not through the insulation. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received multiple inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of t waves and reduced amplitude r-waves. Therapy was exhausted due to the amount of shocks given. Subsequently a revision procedure occurred where the s-ICD and electrode were explanted and successfully replaced with another manufacturer's device. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient received multiple inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of t waves and reduced amplitude r-waves. Therapy was exhausted due to the amount of shocks given. Subsequently a revision procedure occurred where the s-ICD and electrode were explanted and successfully replaced with another manufacturer's device. No additional adverse patient effects were reported.